Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, increased rv capture threshold was noted. During the procedure, the rv lead was tested through psa and increased capture thresholds were noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable.